Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code - overvoltage set) was confirmed. Upon evaluation, the monitor failed essential performance testing and displayed a service code. The cause of this was an open component on the ca board which also damaged additional components. This also caused the monitor to fail a baseline and not able to run pulses. The root cause of the open component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was experiencing an overvoltage set.